Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient had an MRI scan in (B)(6) 2024 and did not put her device into MRI mode. The patient's ins had a por message after the MRI scan. The caller reported that since then the patient had been having challenges and difficulties charging their implant. The caller reported the patient had their device off and not charged since then. The caller reported they met with the patient today and the recharger was able to charge implant and the caller was able to clear the por message. They reported the recharging app was not paired to the wireless recharger. Troubleshooting involved resetting the wireless recharger, clearing the recharging app cache and entering the wireless recharger serial number manually resolved the issue.